Manufacturer narrative:
Account stated that he replaced the red limits interface cable to resolve the problem with the head hi/low and trendelenburg functions not working. The red limits interface cable was the cause of the problem

Event description:
Account alleged that the head hi/low down and trendelenburg functions are not working on this bed.